Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of water was noted inside the ventilator. The pneumatic back-plane pc board was cleaned and dried, and after successful tests the ventilator functioned normally and was cleared for clinical use. No parts were replaced. The origin of the liquid is unknown. Liquid/moisture on pc boards can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed o2 sensor and gas supply tests during pre-use check. There was no patient involvement. Manufacturer ref.#:(B)(4).